Event description:
Started having pain, difficult urinating, painful sex, hip pain, leg, back pain. Difficult sitting / standing long term. Can't drive for long periods of time, can't bicycle, limit physical activities. Then experience leakage, went to dr. They said nothing wrong. Still had side effects. In 2018 went to dr about pain and bloody discharge. He removed defective mesh that ended and caused damage. Nerve damage, urinary retention. FDA safety report ID# (B)(4).